Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the failure of the image sensor unit, defect of the circuit board inside the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There was found to be an e315 scope error with no image displayed. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value, the adhesive on the bending section cover had a chip, the scope connector was dirty due to water leakage, the light guide (lg) bundle had breakage, the scope connector had a scratch, switch button one (1) had a scratch, the lg lens had a crack, the plastic distal end cover had a scratch, the connecting tube had a scratch, the objective lens had discoloration, the scope connector cover unit had a scratch, the protector of the universal cord on the scope connector had a scratch, the protector of the universal cord on the control section had a scratch, the universal cord was wrinkled and had a scratch, the flexible adjustment ring had a scratch, the grip was scratched, the scope connector cover had a scratch, the switch box had a scratch, the paint on the suction cylinder was peeled, the suction cylinder was shaved, the lock engagement lever had a scratch, the lock engagement knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the control unit had a scratch, and a foggy image occurred due to dirt on the objective lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera elite colonovideoscope, the image blacked out and could not be recovered. The issue occurred during the procedure, and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be an e315 scope error with no image displayed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.